Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, and the procedure was completed as planned by using the wired footswitch. The field service engineer (fse) inspected the system onsite and found that the system's footswitch was intermittently unable to trigger exposure. Upon troubleshooting, the fse discovered that the handle was loose. The customer also confirmed that the footswitch occasionally gets stuck during operation. To resolve the issue, the fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis, and the findings included a missing anti-slip pad and a loose bracket. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported wfs issue didn't impact the completion of the procedure. The procedure was completed as planned, using the same wfs, with no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.